Manufacturer narrative:
The reported complaint of the thermogard xp ivtm console (sn (B)(6) displayed tcmid:06 (ce post failure) error message was confirmed during functional testing and based on the event log review. The root cause was determined to be a defective pic-16 pc board due to wear and tear. The thermogard console is a reusable device and was manufactured in october 2014 and is more than 6 years old, well beyond its expected serviceable life of 5 years. During visual inspection, no physical damages were observed. During initial functional testing, the console displayed tcmid:06 error message upon power up, thus confirming the reported complaint. The defective pic-16 board needs to be replaced to address the tcmid:06 error. During further testing, the console failed with the tcmid:02 (ce danfoss error) error message, unrelated to the reported complaint. The root cause for tcmid:02 was defective danfoss controller, likely due to wear and tear. The defective danfoss controller needs to be replaced to address the tcmid:02 error. The event logs were reviewed and confirmed the occurrence of the tcmid:06 error messages. Thus, confirming the reported complaint. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
The reported complaint of the thermogard xp ivtm console (sn (B)(4)) displayed tcmid:06 (ce post failure) error message was confirmed during preliminary functional testing and based on the event log review. Further investigation will be performed to determine the root cause of tcmid:06 error. During visual inspection, no physical damages were observed. During initial functional testing, the console displayed tcmid:06 error message upon power up, thus confirming the reported complaint. The event logs were reviewed and confirmed the occurrence of the tcmid:06 error messages. Thus, confirming the reported complaint. The root cause of the intermittent tcmid:06 error message could not be determined during the preliminary investigation. A follow-up report will be submitted when an in-depth investigation has been completed by zoll.

Event description:
During setup for patient use, the thermogard console (sn (B)(4)) displayed a tcmid:06 (ce post failure) error message. Another thermogard console was used to continue with treatment. No consequences or impact to patient.